Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia despite multiple meal announcements and several manual subcutaneous insulin injections, with fingerstick-confirmed glucose as high as 600 mg/dl and prolonged readings above target, while using the ilet with teflon infusion sets and 23 inch tubing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included alerts for prolonged high glucose, assistance from a healthcare professional in clinic, and no hospitalization or emergency care. Investigation included remote review of dosing history, discussion of infusion set function, verification of set change in clinic, assessment of total daily dose trends that doubled compared to a prior period, and coordination to trial steel infusion sets. Investigation of this case revealed no observed bent cannulas or supply defects, the ilet algorithm delivered high insulin consistent with elevated needs, and infusion-related absorption issues could not be excluded. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with possible infusion site or absorption variability contributing.